Event description:
It was reported during the implant attempt that the lead was noted to have sustained damage to the coil, so it was replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. Blood was observed in/on the helix/lobe mechanism. The defibrillation conductor was distorted. Damage at implant was noted. There was evidence of medical adhesive within specification on the svc and rv defib coils.